Event description:
This device was returned from biotronik representative with incomplete oos documentation. Per the oos documents, this device had high thresholds in the atrium. This device was replaced with a philos ii dr.